Event description:
Health professional reported a lap-band system explant due to a band "slip."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Band slippage is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage ( and obstruction or pain) as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."